Event description:
No new information.

Manufacturer narrative:
An event regarding arthrofibrosis involving an unknown knee was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of medical records with a clinical consultant indicated "the records indicate the patient underwent an uncomplicated mako assisted right tka on (B)(6) 2023. He unfortunately developed arthrofibrosis resulting in a stiff painful knee. His index surgeon returned him to the operating room in (B)(6) 2023 for an arthroscopic lysis of adhesions in this knee. Unfortunately, this failed to resolve this problem. He was subsequently seen by another surgeon who performed an extensive workup. Infection and loss of fixation were ruled out. After further attempts of conservative management did not have any resulting improvement, he underwent an open synovectomy and synovial biopsy. He had some improvement post-operatively with arom of -5 to 105. Post tka arthrofibrosis is confirmed. The root cause of this arthrofibrosis cannot be determined from the documentation provided. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of medical records with a clinical consultant indicated "the records indicate the patient underwent an uncomplicated mako assisted right tka on (B)(6) 2023. He unfortunately developed arthrofibrosis resulting in a stiff painful knee. His index surgeon returned him to the operating room in (B)(6) 2023 for an arthroscopic lysis of adhesions in this knee. Unfortunately, this failed to resolve this problem. He was subsequently seen by another surgeon who performed an extensive workup. Infection and loss of fixation were ruled out. After further attempts of conservative management did not have any resulting improvement, he underwent an open synovectomy and synovial biopsy. He had some improvement post-operatively with arom of -5 to 105.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Pt. Reports revision due to stiffness and pain in right knee. After the first revision , pt. Was still experiencing the same issues with having heat sensations and pressure in the knee. Pt. Further stated that they had fluid drained from their knee on numerous occasions they lost count. Patient underwent a second revision surgery and are still experiencing the same issues. They have been in physical therapy for the past 21 months. Pt. States they still have the original implants in place. They request for a recall inquiry.